Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd intima-ii closed IV catheter system the needle detached during use. There was no report of patient impact. The following information was provided by the initial reporter: found that the film and fixed tape of the indwelling needle had been torn off by the child, and the needle fell off without catheter.report to the nurse. The nurse removed the indwelling needle and carefully examined the needle puncture site. There was no oozing blood and fluid, no foreign body sensation when touching.the nurse takes care of the broken catheter and reports to the doctor, head of department and head nurse, routine hand and chest radiographs were given to dr at 09:00, and no abnormality was found. Adr# 129445281202200202.

Event description:
It was reported while using bd intima-ii closed IV catheter system the needle detached during use. There was no report of patient impact. The following information was provided by the initial reporter: found that the film and fixed tape of the indwelling needle had been torn off by the child, and the needle fell off without catheter. Report to the nurse. The nurse removed the indwelling needle and carefully examined the needle puncture site. There was no oozing blood and fluid, no foreign body sensation when touching. The nurse takes care of the broken catheter and reports to the doctor, head of department and head nurse. Routine hand and chest radiographs were given to dr at 09:00, and no abnormality was found. Adr# (B)(4).

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 1261666. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.